Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, after the nurse opened the package, the surgeon could not fire the device and did not use the device. They replaced the device immediately to complete the procedure.